Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close and difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, the lever was opened, and the foot was deployed and retracted with no resistance noted. The foot completely retracted into the guide. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of vascular injury and hemorrhage are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, force was used to remove the device. Per the instructions for use (IFU): do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. Based on the information provided and return device analysis, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to close the foot, include, but not limited to tissue or suture caught in foot. Device manipulation with the foot deployed in the anatomy likely caused the footplate displacement or stick out of the body of the device which led to subsequent difficulty removing the device. The patient effect is a known potential adverse events of use of the device. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from unknown to 5072342. D4 - primary UDI number: updated from (B)(4). D9 - device available for evaluation: updated from ni to yes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 2017 against resistance.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of the first prostyle device were successfully pre-placed. Reportedly, the sutures of a second prostyle device were deployed; however, the foot of the device was unable to be retracted after suture deployment and the device could not be removed. The device was forcefully removed with the feet open which required placement of an 18f non-abbott sheath for hemostasis. Following placement of the 18f non-abbott sheath, the patient was administered anticoagulation. The tavr was completed successfully. At the end of the tavr procedure, anticoagulation was reversed with protamine. Therefore, the patient was not anticoagulated at the time of the prostyle failure. However, once the 18f sheath was removed, hemostasis could not be obtained with the two previously deployed pre-close sutures. Additional perclose sutures were delivered but hemostasis could not be obtained. The 18f non-abbott sheath was placed back in the right femoral artery and the patient was referred for surgical repair of the artery. There was a clinically significant delay in the procedure due to the need for vascular surgery. Additionally, hospitalization was prolonged and the patient had required 2 units of blood due to bleeding from the right femoral access site. No additional information was provided.